Event description:
It was reported that the patient's left ventricular lead was noted to be dislodged 1 day after implant. The patient reported shortness of breath. The lead was programmed off. On (B)(6) 2019 the lead was removed and replaced without complication.

Manufacturer narrative:
Analysis was normal. No anomalies were found.